Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that all contacts except for 4 and 15 had >40k impedance measured when the ins was connected to the lead. The multi lead trialing cable showed all impedances >900. The caller made sure the lead was wiped down and used fluoro to look at the lead placement in the ins and it appeared that the contacts were not all aligned. It was noted that it may be a lead issue since the impedances were high in both inss. It was noted that they would close and try to program post operatively on the viable contacts before determining next steps. The surgeon expressed concern that the cause was changing from a non-MRI ins to an MRI ins because the connections were slightly off. The rep could see gaps and solids across the length of the lead under x-ray. It could be the plane of the ins but the rep wasn¿t sure as the ins wasn¿t completely flat as it was resting on the patient¿s hip. The lengths of the lead sheath exiting to the right appeared the same length on the top and bottom and that told the rep that they were to the same degree. It was noted that it was hard to miss to the same spot and it was easier to say that they were all the way in. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.